Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection of the device revealed water damage in the pneumatic block. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.